Event description:
Pt undergoing upper endoscopy with pyloric dilation. Two pyloric dilators tore during exam. Water leaked out of balloon dilator. Both were removed entirely. No pt injury. One dilator was disposable and one was reusable.